Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 1/11/2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying an error 2 message while attempting a blood test. This error message could be caused either by a used test strip or a problem with the meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2011 at approximately 7 pm. The patient reportedly manages her diabetes with metformin pills 2x per day and had not yet taken her evening pill. The patient advised the mss that she did not take any action regarding her normal diabetes management routine in response to the alleged issue, and had not yet taken her medication. The patient claimed immediately approximately 1-2 hours after the alleged issue she developed symptoms of "nausea and shaking" and reportedly ate dinner at the onset of the symptoms, walked around and then rested. The patient reported she felt better within an hour or so. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used; the patient was not performing the blood test correctly. However, the alleged issue was not resolved after troubleshooting since the patient did not have any more test strips left to perform a retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the error 2 could not be duplicated, however, the spc was found high. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.